Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
The customer reported the catheter was placed in the patient by operation on (B)(6) 2023. On (B)(6) 2023 in the ward, the balloon did not deflate. The catheter was removed by cutting the catheter to release the water in the balloon. It is unknown if the balloon was checked to see whether it would deflate or not when placing in the patient. There was no patient injury.

Manufacturer narrative:
The device history record (DHR) was reviewed showing the batch was manufactured as per defined device master records and all acceptance criteria were met. The sample was received for evaluation. The sample received was incomplete as only the upper part of the catheter was received. No issues were found on the returned portion of the catheter. The actual root cause of this complaint could not be determined as an incomplete sample was received. No action plan was taken as the actual root cause could not be determined. This complaint will be used for tracking and trending purposes.